Event description:
Tech alleged that the left intermediate siderail would not latch. No pt impact.

Manufacturer narrative:
The tech removed the latch and lubricated the latching spring to resolve the issue.